Manufacturer narrative:
The reported frequent downstream occlusion alarms when the downstream occlusion setting was set to low, and the customer assumed that the cause was a syringe pump, which was connected to the lower y-site, however, the device was not returned for evaluation and therefore, a device analysis could not be completed. Because the pump was not returned and the customer did not identify the IV set used, the medications being infused, or the flow rates for either infusion, it cannot be determined if the syringe pump caused, or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion frequently when the downstream occlusion setting was set to low during a patient infusion (medication, dose, programmed amount and delivery rate unknown) in the neonatal intensive care unit (nicu). It was suggested that possibly changing the setting to medium helps alleviate those downstream occlusion alarms. The user stated the problem was potentially caused by the pump connected to a y-site and 'competing psis'. There was no known patient injury, or medical intervention associated with this event. Additional information was received stating the device was in proper working condition after being evaluated by the customer biomedical technician. No additional information is available.